Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was in backup mode. The ICD was successfully restored. There were no patient consequences.